Event description:
It was reported to philips that the c-arm cover had broken and fallen off, which can impact the patient's procedure. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the c-arm cover had broken and fallen off. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely with the customer and found cover cracked and had come off. The philips field service engineer (fse) checked the system onsite and found that the c-arc drive cover was broken and will not stay on the c-arm and the screws holder of the cover was broken. To resolve the issue fse replaced the c-arc drive cover and screwed it in place to make sure that it was not going to come off. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.